Event description:
The consumer reported receiving a third degree burn to her hip from use of the heating pad. The burn occurred three months prior to her reporting the incident to kaz USA. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.